Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, a sureform 45 black reload was unintentionally used with a sureform 45 curved-tip stapler instrument and caused severe bleeding. This event occurred when the surgeon was dividing the superior segment vein. The operating room staff unintentionally loaded a sureform 45 black reload onto the stapler instrument instead of a sureform 45 gray reload, intended for vessel transection. As a result of the stapler reload color/size used on the vessel, tissue compression was inadequate, and the staple line was formed with big holes/gaps. The patient lost about 400ml of blood, but no blood transfusions were required. To control the bleeding, the procedure was converted to an open thoracotomy, and the vein was sutured without any tissue removal. Upon completing the procedure, the patient was stable and admitted to the ICU post-operatively with no post-operative complications. The patient has been discharged from the hospital, and the surgeon does not foresee any long-term complications with the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. A test drive was performed and logs were pulled. The test drive was passed and system verified as ready for use. The sureform 45 stapler instrument and sureform 45 black reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 45 stapler instrument was installed on the system 4 times and fired 4 sureform 45 reloads (3 blue, followed by 1 black). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.